Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
String was detached: tampons [device breakage]. Case narrative: consumer reported via phone that the tampon strings detached. No injury reported.